Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"The patient reported the dentist recommended at (B)(6) 2024 appointment the aligners are not suited based on an open bite on the right posterior as well as the anterior, hyperocclusion on the second molars and very unstable occlusion due to occlusal interferences on the left side. Patient initials: (B)(6), patient dob: (B)(6)1995."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.